Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received insulin flow block alarm. The customer¿s blood glucose level was 16 mmol/l at the time of the incident. Customer reports that insulin does not exit with plunger push. The customer was advised that issue was resolved by changing reservoir. The reservoir will not be returned for analysis.